Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the sigmoid colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture within the sigmoid colon. The stricture was reported to be approximately 4-5 cm in length. During the procedure, the physician began to pull on the handle of the device in an attempt to deploy the stent. However, the white handle detached from the outer sheath. Reportedly, the physician did not use force to pull the handle. The portion of the stent that was deployed could not be reconstrained. Therefore, the partially deployed stent was removed with the endoscope. The procedure was not completed as the physician did not have another of the same device. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the sigmoid colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture within the sigmoid colon. The stricture was reported to be approximately 4-5 cm in length. During the procedure, the physician began to pull on the handle of the device in an attempt to deploy the stent. However, the white handle detached from the outer sheath. Reportedly, the physician did not use force to pull the handle. The portion of the stent that was deployed could not be reconstrained. Therefore, the partially deployed stent was removed with the endoscope. The procedure was not completed as the physician did not have another of the same device. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed from the device. No issues were noted with the profile of the deployed stent. It was noted that the distal handle was detached from the outer sheath. The outer sheath was accordioned at its proximal end. During a functional analysis, it was possible to move the outer sheath along the shaft without any issues being noted. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen was withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen that would have contributed to the reported event. The outer sheath was dissected longitudinally and no issues were noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.